Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d274drg ICD, implanted: 2010-(B)(6). (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to an upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.